Event description:
Information was received that a customer with a smiths medical cadd-legacy 1400 pump, spoke with a nurse the other day and is having "problems with pump". No adverse patient effects were reported.